Manufacturer narrative:
This record was discovered to be a duplicate. All other information and reports will be supplied in MFR# 0002249697-2019-01466.

Event description:
It was reported by the attorney that plaintiff underwent a total hip arthroplasty on (B)(6), 2013 and had to undergo revision surgery on (B)(6) 2017 of the lfit v40 head due to alleged altr.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
It was reported by the attorney that plaintiff underwent a total hip arthroplasty on (B)(6) 2013 and had to undergo revision surgery on (B)(6) 2017 of the lfit v40 head due to alleged altr.